Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) obtained additional information and confirmed the following; the examination lamp was replaced, but it did not light up. About four years have passed since the device was delivered. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based on the above information, the reported event may have been caused by an accidental failure of an electronic component involved in examination lamp lighting control. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed that the device had no repair history. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following; the reported phenomenon was reproduced. The light guide connector was worn. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the examination lamp of the device was not ignited and the emergency lamp lit up. The examination lamp was replaced, but the issue could not be resolved and the lamp usage indicator could not be reset. There was no report of patient injury associated with the event.